Event description:
Notes: the date of event is unknown. This report pertains to the first of two events that are related. A resolution clip device was used during a colonoscopy. According to the complainant, "[d]uring the procedure, as the tech and the physician pushed the clips against the colon wall, the clip bent backwards and was not able to be deployed." The physician attempted to complete the procedure with a second resolution clip device. Refer to MFR report #3005099803-2008-01011 for a description of the second event.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacturer date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the cause of the reported malfunction is undetermined. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.